Event description:
On (B)(6) 2011, an acumed plate was implanted in the right distal radius of a female patient. On (B)(6) 2012, a broken screw was noted. On (B)(6) 2012, the plate and five screws were explanted. The four explanted distal screws were broken.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2013-00065 screw; 3025141-2013-00066 screw; 3025141-2013-00067 screw; 3025141-2013-00068 screw; 3025141-2013-00069 screw.